Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump's menu button was unresponsive. Blood glucose level at the time of the incident was 144 mg/dl. During troubleshooting, the customer stated that the insulin pump had an unexpected restart. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the functional tests, including the self -test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. All buttons functioned properly. No damage in the keypad assembly and the keypad connector was locked properly during visual inspection. The insulin pump passed the leak test. The insulin pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. The insulin pump was received with scratched case, pillowing keypad overlay and minor scratched lcd window.